Event description:
During a laparoscopic cholecystectomy procedure, the co2 monitor kept rising (pressure was set at 15 mmhg). 1 cm hole was found in diaphragm and procedure was converted to open surgery and diaphragm was repaired.